Event description:
Caller reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer changed pump supplies as necessary and resumed insulin therapy.